Event description:
It was reported that the patient presented remotely. Upon review, the patient's pacemaker exhibited loss of contact algorithm not working. No intervention was performed. The patient was stable.